Event description:
It was reported that there was a perforation of the right atrial (ra) lead and a possible pericardial rub was heard via stethoscope. It was noted that there was an increased incidence of atrial fibrillation. It was also reported that the right ventricular (rv) lead showed an increase in thresholds. Both the leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.